Event description:
A ptca in the svg was conducted. The balloon of the cypher select had a hole in it. It was difficult to inflate the balloon for deployment. It was necessary to postdilate with a high pressure balloon. Final result of the ptca was good with no pt injury.

Manufacturer narrative:
Due to a change in practice regarding the reporting of similar devices, the MDR report for this file is being submitted greater than 30 days from the alert date. This device is distributed outside the united states; however, it is similar to the united states product. A report was received that a cypher sds was associated with balloon leakage. The event involved a pt of unk age and gender with a history of coronary artery bypass grafting. The reason for admission to hospital is unk, however, a coronary angiogram revealed a 15mm de novo lesion in an unspecified saphenous vein graft producing an 80% stenosis. The lesion was described as type b1. According to the IFU, cypher select is indicated for use in discrete lesions in native coronary arteries. It was noted the lesion and vessel were not tortuous or calcified. The lesion was implanted with a 3.50 x 18mm cypher select stent, however, difficulty was reported during inflation of the sds balloon and it was stated the balloon had a hole in it. It was necessary to post-dilate the stent and good wall apposition was achieved. It was reported the deployment pressure was 16 atm however, it is unclear if this was with the sds or the post-dilation balloon. Timi flow was 3 pre and post-implantation. Pre-procedural medications included asa, plavix and heparin while intra-procedural medications were asa and plavix. Asa and plavix were given post-procedure. No act results were reported. The sds was returned for failure analysis without the associated stent. Functional analysis revealed balloon leakage at the distal end of the proximal marker band when inflated with water. Microscopic examination of the proximal marker band revealed no anomalies. Scanning electron microscopic analysis performed on the outer surface of the balloon material revealed no clear evidence of surface abrasions. A device history records review indicated that the product met quality requirements for product acceptance. The reported complaint was confirmed by analysis, however, the exact cause of the product failure could not be determined. There are however vessel factors that may have contributed to it.